Event description:
It was reported that when the pump was interrogated prior to implant; the pump showed that 2 motor stalls had occurred while the pump was sitting on the shelf. Due to the length of time of the second stall, it was unsure if the pump would function properly, so the device was not implanted.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow- up report will be sent when the analysis is completed.